Manufacturer narrative:
Additional information was added to b5, h6 and h11. B5: upon additional information, the event occurred intraoperatively while the patient was connected to the device. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "needle holes" of a 3.0mm coupler were misaligned resulting in a failed anastomosis. This was observed during pre-operation set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.